Event description:
During an in-clinic follow-up, loss of capture, automatic mode switch (ams) and far field p-wave over-sensing which resulted in inappropriate anti-tachycardia pacing (atp) were observed on the device. The suspected cause of the event was due to dislodgement of an unknown lead, although this has not been confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Please retract this report 2017865-2025-98282, this product did not contribute to the event. This was reported as 2017865-2025-98989 for the rv lead.

Event description:
Additional information was received that the lead was repositioned to resolve the event, and the dislodgement was visually confirmed. Additionally, no malfunction is alleged on the device.